Event description:
Patient had star total ankle replacement system was revised to fusion.

Manufacturer narrative:
Additional revised component: star total ankle replacement, tibial component, model #: 400-263, lot #: 100211/2114, device manufacture date: 05/2010, expiration date: 05/01/2015. Sar total ankle replacement. Sliding core, model #: 400-141, lot #: 0928122, device manufacture date: 04/2010, expiration date: 04/01/2015. Star total ankle replacement system removed, and revised to fusion after 3 years of implantation. Visual evaluation confirmed components were intact. Device history record shows no anomalies for these components.